Manufacturer narrative:
The device involved in this event has not been reported for an evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an infrarenal stent graft extension to treat aortoiliac thrombus. This initial procedure is outside the indications of use due to the absents of a abdominal aortic aneurysm (aaa). Approximately three (3) years post initial implant, the physician explanted the originally implanted stent grafts due to graft thrombosis (diagnosis is hypercoagulable state) and an aorto-bifemoral bypass was performed. Patient is recovering and expected to do well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted in patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the graft thrombosis and open repair with explant were confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest an occlusion at the right external iliac artery. This occlusion is 20mm below the afx implants and is not associated with the device. The most likely causation for the graft thrombosis is most likely user related due to the off-label conditions of the absence of an aortic aneurysm, access anatomy, iliac anatomy, neck anatomy, and cautionary product use, i.e. Access morphology that includes: significant ca+, tortuosity, thrombus, and occlusive disease. The final patient status was reported as being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an infrarenal stent graft extension to treat aortoiliac thrombus. This initial procedure is outside the indications of use due to the absents of a abdominal aortic aneurysm (aaa). Approximately three (3) years post initial implant, the physician explanted the originally implanted stent grafts due to graft thrombosis (diagnosis is hypercoagulable state) and an aorto-bifemoral bypass was performed. Patient is recovering and expected to do well. Additional information: there was evidence to suggest an occlusion at the right external iliac artery (20mm below the afx stent) had also occurred however is not related to the endologix device.